Manufacturer narrative:
Suspect product discarded.

Event description:
On (B)(6) 2020 a patient (pt) in (B)(6) reported an os corneal ulcer 10 years ago while wearing an acuvue® 2 brand contact lens. The pt was prescribed an unknown eye drop every 8 hours for 5 days. The pt replaced the lenses every 3 months and slept in the lenses. The pt was able to return to contact lens wear after the treatment, but was transitioned to the acuvue oasys® brand contact lens. The pt was unable to provide any additional medical information. The event will be reported as a worst-case event as the diagnosis and treatment were unable to be verified. The suspect lot number is unknown. The suspect os contact lens is not available for return for evaluation. No additional investigation can be conducted. No additional information is expected. If any further relevant information is received, a supplemental report will be filed.